Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros that the customer reported the spiros was attached to the syringe by twisting onto the syringe with a click sound. Connected the syringe and spiros onto the vial spike when withdrawing the chemotherapy from the vial the spiros disconnected and caused a spillage. The type of procedure was mixing. The chemotherapy spill on the mixing pharmacist's sleeve and when the coat was removed the chemotherapy came into contact with her skin. This caused a rash from her arm up to her neck. There was no medical or surgical intervention required. There was a report of an adverse event, however, there was no delay in therapy, there was no medical or surgical intervention required, and no report of harm. This report captures the first of two events.